Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient was admitted to the hospital with shortness of breath and chest pressure. The patient was given lasix IV every 8 hours and ordered a stress test. The cath lab came back negative for ischemia. The patient was discharged home. It was determined that the patient had a pulmonary embolism. It was stated that the event may possibly be related to the device do to the sensor being located near the pulmonary embolism.